Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify unexpected battery power loss anomaly due to buttons not responding

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the escape button was not working and also the insulin pump was not taking his batteries. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that he got a low reservoir warning and couldn't clear it out because of escape button not working. Customer stated that the escape, act and b buttons did not respond. Customer declined to troubleshoot for battery out limit. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.